Event description:
Other related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: the distal cover was broken by chemical attack because chemical such as anti-fog agent adhered to it. Therefore, the distal cover was easy to come off. The distal cover was easy to come off because attachment of it to the device was insufficient. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "detection methods are written in operation manual chapter 4, 4.1. Prevention measures are written in operation manual chapter 3, 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental is being provided to correct the initially reported component code from 772 - cover to 3123 - tip. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope cap fell off inside of the patient¿s mouth. The reported issue was discovered post therapeutic endoscopic retrograde cholangiopancreatography (ercp) with stent removal and cholangiography procedure during bedside scope/ pre-cleaning. The distal end cover cap was retrieved from the corner of the patient¿s mouth with gloved fingers. There was no medical intervention or patient harm/injury reported due to the event.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.